Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The insulin pump had no act button response due to a flattened button dome switch. No button error alarm was noted. The functional tests could not be performed due to the unresponsive button. The insulin pump was received with minor scratches on the display window, a cracked case at the display window corners, cracked reservoir tube lip, cracked battery tube threads and a cracked belt clip slot.

Event description:
Customer's mother reported a button error on customer's insulin pump. Customer's blood glucose is 128 mg/dl. There were no significant events leading to the alarm. Customer replaced the battery and the device worked for about half an hour. Customer was advised the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.